Event description:
During baxter's eval of this device for a separate symptom. It was discovered that the pump was experiencing "system error 322."

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Multiple occurrences of system error 322 were found in the event history log. The error message was reproduced during testing as well. It has been determined that the upper and lower aux were the failing components which caused this error. The upper and lower aux were replaced.